Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 01/12/2017¿ pfs and medical records received. After review of the pfs and medical records for MDR reportability, alleges elevated metal ions, pain on right side, CT scan showing a large accumulation of reactive fluid, limited mobility, limping, and limited sexual activity. In the operative dictation of the primary hip, the surgeon noted an intraoperative "pair of cracks...in the anterior medial calcar" while seating the summit stem, "not extending far distally"--"an additional k wire was placed above the lesser trochanter to prevent crack propogation" (indicated following the revision surgery that it was a cerclage wire around the lesser trochanter). Preop revision surgery notation indicated that during a CT scan of abdomen and pelvis for kidney stone, discovered an incidental "large subcutaneous fluid collection lateral right hip" with an impression of "right hip synovitus associated with metal-on-metal liner". The revision operative note identified a "large fibrous lined cystic collection, contiguous with the subfascial space" and "lining of the joint had a similar, slightly tanned discoloration, as did the subfascial cystic space." Surgeon also noted a "dark metallic debris at the base of the neck, but not involving the morse taper region". Pfs indicates metal ion labs drawn but none are present within the medical record. Stem added to complaint for metal ions. Revision date and operative side added to complaint. Prod/lot updated. Fracture: intraop major, soft tissue irritation, elevated metal ions, poor joint mechanics: rom and implant bearing wear: metal harms added to complaint.

Manufacturer narrative:
No device(s) associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A complaint database search did find additional related reports against the metal liner and/or femoral head product code and lot number combination(s). However; a review of the device history record(s) associated with this complaint was not required per procedure. A worldwide complaint database search found no additional related reports against the remaining product code/lot code combination(s). The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Litigation alleges the patient suffers from pain.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate. Submitted on time. Due to FDA outtage, it was resubmitted.